Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a high blood glucose level of just under 400 mg/dl. The customer stated that she just started pump therapy and had been running high for several nights. The customer had an appointment set up with a diabetes clinical manager to adjust settings. No further details were provided. Nothing was replaced or returned for analysis.